Event description:
Facility reported an intermittent problem. In the middle of the run the grippers on the stacker will drop to the deck. An employee attempted to reset the grippers without pausing the instrument. The employee's arm was pinned and has a probable diagnosis of nerve damage. Employee received medical treatment, placed in velcro cast and is experiencing numbness. Facility has instructed the staff to not attempt reset of the grippers. Tecan us dispatched a field application engineer to troubleshoot gripper fingers falling during the run.